Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, clinical use of the system is unknow. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was indicating that lateral arm is not operational. During the troubleshooting fse identified issue was with ippc. Fse replaced lateral iipc and reloaded the software. After replacement and reloaded the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the lateral arm was not operational. There was no report of harm. Philips has started an investigation of this complaint.